Manufacturer narrative:
Although the relationship to the device remains unknown, the functionality of the device was confirmed to be normal. As such, the event at this time is considered an "adverse event without identified device or use problem". Not explanted.

Event description:
A perceval valve was implanted on (B)(6) 2018. On (B)(6) 2018, the patient presented with thrombocytopenia which prolonged the patient's hospitalization. The post-operative platelet count was 29,000/cm3. The site indicated that the event was probably related to the procedure and unknown if related to the device. The valve status was checked via tte at the time of the event and the findings were normal. Treatment was provided, but the treatment was not specified. Changes were made to the patient's medications as a result of the event. The patient outcome of the event was pending at the time of reporting.

Event description:
A perceval valve was implanted on (B)(6) 2018. On (B)(6) 2018, the patient presented with thrombocytopenia which reportedly prolonged the patient's hospitalization. The post-operative platelet count on pod3 dropped to 29,000/cm3. Aspirin was held. Hit panel was checked, but was negative. The valve status was checked via tte at the time of the event and the findings were normal. It was reported that pod4 was unremarkable, and on pod5 the platelet count began to rise. The platelet count continued to rise, and by pod7 hematology approved initiation of aspirin. The patient reported stated that the "likely underlying etiology was secondary to surgery." The patient remained hemodynamically stable and had no significant complications thereafter. The patient was discharged in good, stable condition, and the platelet count at discharge was 82,000/cumm.

Manufacturer narrative:
The valve status was checked and found to be normal, and the patient's platelet count recovered spontaneously, without transfusion. As such, there is no evidence of device dysfunction, or information to suggest a link between the reported event and the device. Furthermore, the patient's medical record explicitly stated that the event is likely attributable to the surgical procedure and not to the device. The event is therefore reasonably deemed not valve-related, based on the available information.